Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 29mm epic plus mitral valve was implanted in the patient. On the fifth operative day, the patient developed an atrial fibrillation which progressed to atrial flutter. The patient required prolonged hospital stay and a anticoagulation was started. A follow up appointment was scheduled for one moth later and if the flutter persisted an electrical cardioversion would be performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.